Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, error codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator has no control. There was no pt harm or injury reported.